Event description:
It was reported that the system controller's screen was not legible and was not fully turning on. The controller was the patient's backup controller at the time of the event. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the controller¿s screen was confirmed via evaluation of the returned heartmate 3 system controller. Evaluation of the controller revealed multiple vertical white lines and distortion on the controller screen; this issue affected the capability to read the information displayed on the screen. The returned controller lcd display was exchanged with a test lcd display and the display issue was resolved. The system controller operated in a mock circulatory loop and no issues or atypical alarms were observed. The screen issue did not affect the controller's ability to support pump operation. The root cause of the reported event was determined to be degradation of the lcd screen; the lines observed were due to the thin film transistors of the screen being shorted. This issue was addressed via a corrective and preventative action (CAPA), which updated the fabrication procedure; the returned controller was manufactured before this update was implemented. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2017. Heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the user interface different functions and how to use them appropriately. This section also indicates the patient to use a daily system controller self test to check the audible and visual alarm indicators on the user interface. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.